Manufacturer narrative:
The device was received with a blank display anomaly due to battery tube power connector unlocked from electronic board. Unable to perform functional test including self-test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The device was received with loose retainer. The device was received with fading serial number label. The device was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had physical damage. Customer did not know there blood glucose at the time of the issues. Customer mentioned the damage was located on the reservoir compartment, specifically the ring. The insulin pump was replaced. The insulin pump is not returning.